Event description:
The customer reported that while monitoring a patient, the spo2 measurement was showing a consistently high (inaccurate) saturation value.

Manufacturer narrative:
(B)(4) the customer reported that while monitoring a patient, the spo2 measurement was showing a consistently high (inaccurate) saturation value. The measured spo2 saturation value was reported to be showing 98%, but under close personal surveillance, the clinical staff noticed that the patient had taken on a bluish tint. This triggered the clinical staff to switch the patient over to another mms/intellivue mp70 combination, that confirmed that the patient actually had low saturation of 64%. The clinical staff then took measures to bring the patient's saturation back to normal levels. The original mms/mp70 combination in question was immediately withdrawn from further use. Even though the patient monitoring equipment should be used in conjunction with close personal observation as part of patient monitoring, as specified in product labeling (instructions for use) which describes personal surveillance, it was reported that it is possible to obtain a constantly increased spo2 numeric. This is considered a malfunction which could result in a delay in treatment, failure to recognize a change in patient condition, and be a factor in a serious injury/death., and is therefore reportable. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.